Event description:
It was reported that the patient had a loss of therapeutic effect. The patient fell about six months ago and her device has not functioned properly since. Only five of the ten lead combinations were working. The patient was traveling and was redirected to her healthcare provided. Further information is being requested from the hcp.